Event description:
The customer contacted philips healthcare to report that the defibrillator had a red x and chirping on the device. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.